Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported a poor communication screen on the programmer. There was poor communication and the programmer wouldn't do telemetry with or without antenna. The patient was having problem with the remote for a week and it quit working and was not powering up. The stimulation had been off/turned off saturday night and the patient hadn't had stimulation in 2 days. The patient had been having trouble with the charger where it took a while to communicate. The patient had pain that started a few hours since saturday. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.